Event description:
It was reported that while stimulation was turned on there was a loss of therapeutic effect. The patient lost stimulation 2 days prior to this report and had seen an out of regulation (oor) on the patient programmer at that time. The patient had seen oor a few times prior to losing stimulation sensation. On the day of this report at the clinic oor was being seen on the clinician programmer involving programs 1 and 2. Patient only had one group with 2 programs. There was no known accident related to this issue. There were high impedances reading greater than 10,000 ohms. It was noted that all pairs with #14 were greater than 10,000 and that electrode was being used in programming. On the day of this report that patient was programmed to program one 13+ 14- 15- and program 2 12+ 13+ 14- 15-, 3-4 volts on each program and 360, 420 and 60 hz; group z 432 and 288. Other pairs were normal with 0 through 7 pairs ranging between 546 and 1042 ohms and 8 through 15 ranging between 453 and 2057. There was no evidence of shorts during the impedance check. Additional information received reported the patient was reprogrammed, avoiding the one electrode showing out of range impedances. The patient was receiving therapy and the manufacturing representative had not heard from the patient since. No x-ray¿s or further evaluation was done at that time.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).